Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and microscopic examination found no issues with the profile of the tip. The crimped stent of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. No issues were noted with the profile of the shaft polymer extrusion. The hypotube was broken 243mm distal to the strain relief. There was evidence of material resistance at the both of the break sites. A visual and tactile examination found that the hypotube was kinked adjacent to both break sites and at various other positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. There was no indication that this damage occurred during the procedure. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-03086 and 2134265-2015-03081. It was reported that shaft break occurred. A 24 x 2.75mm promus premier¿ drug-eluting stent was advanced, however, the device failed to cross the lesion and rupture of the proximal tip of the stent carrier system occurred. Breakage and/or tearing of the stent was noted. A 28 x 2.75 mm promus premier¿ drug-eluting stent was selected and the same issue occurred. Another 28 x 2.75 mm promus premier¿ drug-eluting stent was selected and the same issue occurred. The procedure was completed with one promus premier stent and two non-bsc stents.

Event description:
Same case as MDR ID# 2134265-2015-03086 and 2134265-2015-03081. It was reported that shaft break occurred. A 24 x 2.75mm promus premier¿ drug-eluting stent was advanced, however, the device failed to cross the lesion and rupture of the proximal tip of the stent carrier system occurred. Breakage and/or tearing of the stent was noted. A 28 x 2.75 mm promus premier¿ drug-eluting stent was selected and the same issue occurred. Another 28 x 2.75 mm promus premier¿ drug-eluting stent was selected and the same issue occurred. The procedure was completed with one promus premier stent and two non-bsc stents.